Event description:
Discordant c-reactive protein (crp) and alanine aminotransferase (alt) results were released from the centralink data management system. It is unknown if the physician(s) questioned the discordant results. The customer recognized that these samples were flagged for dilution and the corrected results were reported. There were no reports of adverse health consequences or known patient intervention due to the incorrectly reported crp and alt results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc analyzed the data and concluded that the cause of the misreported crp and alt results was due to user error. The tsc advised the customer to follow the proper instructions for results that are flagged by the system. The tsc also determined that there was no malfunction with the centralink during the time of the event. The centralink is performing within specification and no further evaluation of the devices is required.